Event description:
The consumer alleges the end of the dc cable is melted a little. No injury is alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1031452-2011-00078. The component, power cord adapter for the tpo140 portable oxygen concentrator, serial #(B)(4) was returned for an evaluation. The car adaptor was returned for an evaluation. The tip was deformed. Engineering inspected the fuse. The fuse got hot enough to melt the solder inside the fuse. This was possibly caused by the plug not being fully inserted into the socket or debris between the tip of the plug and the center connector of the socket. Incident is most likely due to user error. (B)(4) has been initiated for this issue. Model tpo100b, serial number/date code (B)(4) is approximately 10 months old. The user manual part number 1156872rev c (jan-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
RMA 859724735 has been initiated for this issue. Model tpo100b, serial number/date code (B)(4) is approximately 10 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The consumer alleges the end of the dc cable is melted a little. No injury is alleged.